Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant devices: stiff glidewire complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of acute left popliteal deep vein thrombosis (dvt) and recurrent pulmonary embolism (on coumadin) despite therapeutic international normalized ratio (inr). The indication was a new pulmonary embolus and failed medical management of anticoagulation. The inferior vena cava (ivc) filter was deployed just below the right renal vein. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to malfunction, including perforation, that causes injury and damage to the patient. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc. The patient further reports living with anxiety and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to malfunction, including perforation, that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: the patient had a history of acute left popliteal deep vein thrombosis (dvt) and recurrent pulmonary embolism (on coumadin) despite therapeutic international normalized ratio (inr). The filter was implanted due to a new development of pulmonary embolus and failed medical management of anticoagulation. The inferior vena cava (ivc) filter was deployed just below the right renal vein. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately a year and five months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, in addition to fear that the filter has perforated outside the vena cava.

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and perforated. The patient¿s medical history, indication for the filter implant and procedural details have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to malfunction, including perforation, that causes injury and damage to the patient.